Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a singleday infusor had no flow during infusion. The device contained morphine in glucosaline with total fill volume of 48 ml. A day after connection the device remained completely full. The patient experienced pain however there was no report of injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured december 17, 2014 to december 23, 2014. The device was received for evaluation. Visual inspection showed no signs of blockage or physical abnormality. A functional flow test was performed; evidence of flow was observed at the distal luer. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.